Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745 (serial: (B)(6) ); product type: 0201-programmer patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable neurostimulator (ins). The indication for use was fbss leg/back and spinal pain. It was reported that last night their controller went completely dead with a black and unresponsive screen. The patient stated that they then plugged their controller into the ac power supply and there was no light above the controller screen and the controller didn't charge. The patient confirmed that there was a green light illuminated on ac power supply. The manufacturer's patient services specialist (pss) had the patient removed the battery pack from the controller and plug the controller into the ac power supply, but the controller did not power up. The patient blew air into the controller port and confirmed no visible damage to controller port pins or ac power supply plug. The patient once again plugged empty controller into ac power supply, but controller remained blank with no light above the screen. The patient inserted aa batteries in the controller, but the controller did not power up. The issue was not resolved. A replacement controller was sent out. No patient symptoms were reported. The patient called back in and stated they there were having issues recharging the implant. The patient seemed to have accidently selected trial/clinician. After reset the controller took them to the pairing screen. Pss walked the patient through pairing the controller and the patient was able to connect the implant. They began to charge the controller. They will attempt to recharge the implant later and call back if needed.

Manufacturer narrative:
The device with product ID 97745 serial# (B)(6) was received for product analysis. Analysis found the cracked/scratched/worn front case causing case separation, charge issues, power loss and blank/white display. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.